Event description:
Puncture 80 cc of sterile inflammatory fluid (right knee) [arthrocentesis]. Clinical effusion (right knee) [injection site joint effusion] ([injection site joint inflammation], [injection site joint pain], [injection site joint swelling]). Appearance: purulent [purulence]. Glucose (lartg): 6.53 mmol/l (right knee) [synovial fluid glucose present]. Proteins (lartp): 47 g/l (right knee) [synovial fluid protein present]. Polynuclear neutrophils: 95%/wbcs: 3060 /mm3 /monocytes: 5% (right knee) [synovial fluid white blood cells positive]. Uric acid (lartau): 0.2 mmol/l (right knee) [synovial fluid uric acid crystal present]. Sterile cultures after 48 hours incubation [synovial fluid culture negative]. Case narrative: initial information received on (B)(6)2024 regarding an unsolicited valid serious case received from health authorities via other health care professional the case is linked to (B)(4) [multiple suspect used for same patient; case for synvisc]. This case involves an unknown age and unknown gender patient who underwent puncture of 80 cc of sterile inflammatory fluid (right knee), clinical effusion (right knee), appearance: purulent, glucose (lartg): 6.53 mmol/l (right knee), proteins (lartp): 47 g/l (right knee), polynuclear neutrophils: 95%/wbcs: 3060 /mm3 /monocytes: 5% (right knee) ,uric acid (lartau): 0.2 mmol/l and sterile cultures after 48 hours incubation with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On approximately (B)(6)2024, the patient started using hylan g-f 20, sodium hyaluronate injection of strength 48mg/6ml 1x (once) in the right knee for gonarthrosis d (unknown dose and route). On (B)(6)2024 (2 days: latency), patient had knee pain (injection site joint pain) with swelling (injection site joint swelling) and effusion 3+ with puncture 80 cc of sterile inflammatory fluid (injection site joint inflammation) (injection site joint effusion) (batch number: brsl027; expiry date: 31-aug-2024) on an unknown date in 2024 (unknown latency) (batch number: brsl027; expiry date: 31-aug-2024) patient underwent chemical puncture of fluid which had result of uric acid (lartau): 0.2 mmol/l - therefore: 3 mg/l (synovial fluid crystal present); indicative analysis proteins (lartp): 47 g/l (synovial fluid protein present); indicative analysis glucose (lartg): 6.53 mmol/l - therefore: 1.18 g/l (synovial fluid glucose present) patient indicative analysis bacterial include cytobacteriological examination of puncture fluid done on (B)(6)2024. On (B)(6)2024 (9 days: latency) patient underwent clinical effusion 3+ with puncture 80 cc of fluid (aspiration joint), with need for oral treatment and possible infiltration to control the pain (batch number: brsl027; expiry date: 31-aug-2024) macroscopic examination appearance: purulent (purulence) (on an unknown date in 2024; unknown latency) cytological examination showed (optical microscopy, kova cell slide) red blood cells: 0 /mm3 - wbcs: 3060 /mm3 - cell components: 0 /mm3 ; cyto-leukocyte count: carried out after cytocentrifugation and staining with mgg (ral555). Polynuclear neutrophils: 95% - polynuclear eosinophils: 0% - wbcs: 0% - histio-monocytes: 5% (synovial fluid white blood cells positive) - other cellular components: 0% - crystals: absence of crystals direct microscopic examination: (gram stain, previcolor, biomerieux) direct examination: absence of germs microbiological cultures (biomerieux nutrient media) microbiological cultures: sterile cultures sterile cultures after 48 hours incubation (culture negative) (onset: 03-jul-2024; latency: 11 days; batch number: brsl027; expiry date: unknown). Cultures are kept under observation for 10 days. In the event of a positive result, a modified report will be sent. Patient not recovered clinical signs 48 hours after injection. Action taken: not applicable for all events. Corrective treatment: oral treatment and possible infiltration to control the pain, fluid was drained for event injection site joint effusion; not reported for rest all events. At time of reporting, the outcome was unknown for the event aspiration joint, culture negative; not recovered / not resolved for rest events. Seriousness criteria: intervention required for aspiration joint and injection site joint effusion. A product technical complaint (ptc) was initiated on (B)(6)2024 for synvisc one (lot/batch number: brsl027) with global ptc number: (B)(4). Batch number brsl027, synvisc one was manufactured on (B)(6)2021 with expiration date of 31aug2024 yielding (B)(4) singles. The incoming component inspection, packaging, and quality control documentation for this lot was reviewed. The investigation showed the product met specification at the time of release. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Furthermore, no associated non-conformances were noted for the issue defect at time of release. Trend analysis performed in comet and qualipso: there are a total of one (1complaint for lot brsl027. (B)(4) without/not enough effect. Based on investigation and trend analysis, no CAPA (corrective action and preventive action) required. Sanofi will continue to monitor adverse events. Trend analysis will be performed on a periodic basis "product event handling" to determine if a CAPA was required. There is no quality related defect that would attribute to a malfunction, death, or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. The final investigation was completed on (B)(6)2024 with summarized conclusion as no assessment possible. Additional information was received on (B)(6)2024 from the quality department. Global ptc number and ptc results added. Text amended accordingly. Based on data previously received, the following information has been amended: imdrf annex c was updated from c19 to c20 - no findings available.

Event description:
Puncture 80 cc of sterile inflammatory fluid (right knee) [arthrocentesis]. Clinical effusion (right knee) [injection site joint effusion] ([injection site joint inflammation], [injection site joint pain], [injection site joint swelling]). Appearance: purulent [purulence]. Glucose (lartg): 6.53 mmol/l (right knee) [synovial fluid glucose present]. Proteins (lartp): 47 g/l (right knee) [synovial fluid protein present]. Polynuclear neutrophils: 95%/wbcs: 3060 /mm3 /monocytes: 5% (right knee) [synovial fluid white blood cells positive]. Uric acid (lartau): 0.2 mmol/l (right knee) [synovial fluid uric acid crystal present]. Sterile cultures after 48 hours incubation [synovial fluid culture negative]. Case narrative: initial information received on 23-jul-2024 regarding an unsolicited valid serious case received from health authorities via other health care professional. The case is linked to (B)(4) [multiple suspect used for same patient; case for synvisc]. This case involves an unknown age and unknown gender patient who underwent puncture of 80 cc of sterile inflammatory fluid (right knee), clinical effusion (right knee), appearance: purulent, glucose (lartg): 6.53 mmol/l (right knee), proteins (lartp): 47 g/l (right knee), polynuclear neutrophils: 95%/wbcs: 3060 /mm3 /monocytes: 5% (right knee) ,uric acid (lartau): 0.2 mmol/l and sterile cultures after 48 hours incubation with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On approximately (B)(6) 2024, the patient started using hylan g-f 20, sodium hyaluronate injection of strength 48mg/6ml 1x (once) in the right knee for gonarthrosis d (unknown dose and route). On (B)(6) 2024 (2 days: latency), patient had knee pain (injection site joint pain) with swelling (injection site joint swelling) and effusion 3+ with puncture 80 cc of sterile inflammatory fluid (injection site joint inflammation) (injection site joint effusion) (batch number: brsl027; expiry date: unknown). On an unknown date in 2024 (unknown latency) (batch number: brsl027; expiry date: unknown for all events) patient underwent chemical puncture of fluid which had result of uric acid (lartau): 0.2 mmol/l - therefore: 3 mg/l (synovial fluid crystal present); indicative analysis proteins (lartp): 47 g/l (synovial fluid protein present); indicative analysis glucose (lartg): 6.53 mmol/l - therefore: 1.18 g/l (synovial fluid glucose present) patient indicative analysis bacterial include cytobacteriological examination of puncture fluid done on (B)(6) 2024. On (B)(6) 2024 (9 days: latency) patient underwent clinical effusion 3+ with puncture 80 cc of fluid (aspiration joint), with need for oral treatment and possible infiltration to control the pain (batch number: brsl027; expiry date: unknown). Macroscopic examination appearance: purulent (purulence) (on an unknown date in 2024; unknown latency). Cytological examination showed (optical microscopy, kova cell slide) red blood cells: 0 /mm3 - wbcs: 3060 /mm3 - cell components: 0 /mm3 ; cyto-leukocyte count: carried out after cytocentrifugation and staining with mgg (ral555). Polynuclear neutrophils: 95% - polynuclear eosinophils: 0% - wbcs: 0% - histio-monocytes: 5% (synovial fluid white blood cells positive). - other cellular components: 0% - crystals: absence of crystals. Direct microscopic examination: (gram stain, previcolor, biomérieux) direct examination: absence of germs. Microbiological cultures (biomérieux nutrient media) microbiological cultures: sterile cultures. Sterile cultures after 48 hours incubation (culture negative) (onset: 03-jul-2024; latency: 11 days; batch number: brsl027; expiry date: unknown). Cultures are kept under observation for 10 days. In the event of a positive result, a modified report will be sent. Patient not recovered clinical signs 48 hours after injection. Action taken: not applicable for all events. Corrective treatment: oral treatment and possible infiltration to control the pain, fluid was drained for event injection site joint effusion; not reported for rest all events. At time of reporting, the outcome was unknown for the event aspiration joint, culture negative; not recovered / not resolved for rest events. Seriousness criteria: intervention required for aspiration joint and injection site joint effusion.

Manufacturer narrative:
(B)(6) comment dated 08-aug-2024: this case involves a involves an unknown age and unknown gender patient who had puncture 80 cc of sterile inflammatory fluid from right knee and had clinical effusion in right knee with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. Based on the limited information provided regarding this case, causal role of the company suspect product cannot be excluded. Role of underlying osteoarthritis could not be ruled out as well. Further information including injection technique, post injection routine, relevant concomitant medications, family history and preexisting/concurrent risk factors would aid in better assessment of the case. The case will be reassessed based on follow-up information that will be received.

Event description:
Puncture 80 cc of sterile inflammatory fluid (right knee) [arthrocentesis]. Clinical effusion (right knee) [injection site joint effusion] ([injection site joint inflammation], [injection site joint pain], [injection site joint swelling]). Appearance: purulent [purulence]. Glucose (lartg): 6.53 mmol/l (right knee) [synovial fluid glucose present]. Proteins (lartp): 47 g/l (right knee) [synovial fluid protein present]. Polynuclear neutrophils: 95%/wbcs: 3060 /mm3 /monocytes: 5% (right knee) [synovial fluid white blood cells positive]. Uric acid (lartau): 0.2 mmol/l (right knee) [synovial fluid uric acid crystal present]. Sterile cultures after 48 hours incubation [synovial fluid culture negative]. Case narrative: initial information received on 23-jul-2024 regarding an unsolicited valid serious case received from health authorities via other health care professional the case is linked to (B)(4) [multiple suspect used for same patient; case for synvisc] this case involves an unknown age and unknown gender patient who underwent puncture of 80 cc of sterile inflammatory fluid (right knee), clinical effusion (right knee), appearance: purulent, glucose (lartg): 6.53 mmol/l (right knee), proteins (lartp): 47 g/l (right knee), polynuclear neutrophils: 95%/wbcs: 3060 /mm3 /monocytes: 5% (right knee) ,uric acid (lartau): 0.2 mmol/l and sterile cultures after 48 hours incubation with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On approximately on (B)(6) 2024, the patient started using hylan g-f 20, sodium hyaluronate injection of strength 48mg/6ml 1x (once) in the right knee for gonarthrosis d (unknown dose and route). On (B)(6) 2024 (2 days: latency), patient had knee pain (injection site joint pain) with swelling (injection site joint swelling) and effusion 3+ with puncture 80 cc of sterile inflammatory fluid (injection site joint inflammation) (injection site joint effusion) (batch number: brsl027; expiry date: 31-aug-2024). On an unknown date in 2024 (unknown latency) (batch number: brsl027; expiry date: 31-aug-2024), patient underwent chemical puncture of fluid which had result of uric acid (lartau): 0.2 mmol/l - therefore: 3 mg/l (synovial fluid crystal present); indicative analysis proteins (lartp): 47 g/l (synovial fluid protein present); indicative analysis glucose (lartg): 6.53 mmol/l - therefore: 1.18 g/l (synovial fluid glucose present). Patient indicative analysis bacterial include cytobacteriological examination of puncture fluid done on (B)(6) 2024. On (B)(6) 2024, (9 days: latency) patient underwent clinical effusion 3+ with puncture 80 cc of fluid (aspiration joint), with need for oral treatment and possible infiltration to control the pain (batch number: brsl027; expiry date: 31-aug-2024). Macroscopic examination appearance: purulent (purulence) (on an unknown date in 2024; unknown latency). Cytological examination showed (optical microscopy, kova cell slide) red blood cells: 0 /mm3 - wbcs: 3060 /mm3 - cell components: 0 /mm3; cyto-leukocyte count: carried out after cytocentrifugation and staining with mgg (ral555). Polynuclear neutrophils: 95% - polynuclear eosinophils: 0% - wbcs: 0% - histio-monocytes: 5% (synovial fluid white blood cells positive). Other cellular components: 0% - crystals: absence of crystals direct microscopic examination: (gram stain, previcolor, biomerieux) direct examination: absence of germs. Microbiological cultures (biomerieux nutrient media) microbiological cultures: sterile cultures. Sterile cultures after 48 hours incubation (culture negative) (onset: on (B)(6) 2024; latency: 11 days; batch number: brsl027; expiry date: unknown). Cultures are kept under observation for 10 days. In the event of a positive result, a modified report will be sent. Patient not recovered clinical signs 48 hours after injection. Action taken: not applicable for all events. Corrective treatment: oral treatment and possible infiltration to control the pain, fluid was drained for event injection site joint effusion; not reported for rest all events. At time of reporting, the outcome was unknown for the event aspiration joint, culture negative; not recovered / not resolved for rest events. Seriousness criteria: intervention required for aspiration joint and injection site joint effusion. A product technical complaint (ptc) was initiated on 23-jul-2024 for synvisc one (lot/batch number: brsl027) with global ptc number: complaint: (B)(4). Batch number: brsl027, synvisc one was manufactured on 14-sep-2021 with expiration date of 31aug2024 yielding (B)(4) singles. The incoming component inspection, packaging, and quality control documentation for this lot was reviewed. The investigation showed the product met specification at the time of release. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Furthermore, no associated non-conformance's were noted for the issue defect at time of release. Trend analysis performed in comet and qualipso: there are a total of one (1 complaint for lot: brsl027. Complaint:(B)(4) without/not enough effect. Based on investigation and trend analysis, no CAPA (corrective action and preventive action) required. Sanofi will continue to monitor adverse events. Trend analysis will be performed on a periodic basis "product event handling" to determine if a CAPA was required. There is no quality related defect that would attribute to a malfunction, death, or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. The final investigation was completed on 18-oct-2024 with summarized conclusion as no assessment possible. Additional information was received on 18-oct-2024 from the quality department. Global ptc number and ptc results added. Text amended accordingly.